Manufacturer narrative:
It was later confirmed that the reported issue was related to auxiliary power only and the device not charging the batteries. The device would still be able to power on with the batteries, therefore the event was determined to have a negligible likelihood of occurrence of death or serious deterioration in state of health. The device was not returned to stryker. Therefore the reported issue could not be verified. The device can no longer be repaired. The customer will be provided with a replacement device. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device would not power on. There was no patient use associated with the reported event.